Event description:
It has been reported that the drill bits are too dull and require use of a 2nd drill bit to complete the drilling of a burr hole.

Manufacturer narrative:
The device involved in the reported incident is not available for return. An investigation has been initiated based on the reported information.